Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low voltage alarms. Technical services observed the low voltages in the log files and stated that those could be a connection issue between the system controller cable and the battery clip on the black lead. They recommended to check the connectors in the system controller black lead and battery clip for a bent or damaged pin. They also recommended to change out their system controller. Bent pins on the black connector were then identified and the system controller was exchanged. The exchange resolved the events.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage and power cable disconnect alarms was confirmed via the log file review. The log file spanned approximately 1 day ((B)(6) 2021 per the timestamp). Atypical power cable disconnect alarms intermittently activated throughout the log file. Atypical low voltage alarms intermittently activated on (B)(6) 2021 from 14:33 to 19:05. The atypical power cable disconnect and low voltage alarms activated due to fluctuating bus voltage on the black power cable. The alarms resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The hm3 system controller, serial (B)(6), was not returned for analysis. Additional information on (B)(6) 2021 stated that the controller had bent pins on the black power cable connector and was exchanged resolving the alarm. Multiple attempts were made to obtain additional information regarding the return of exchanged controller; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect and low voltage. Heartmate iii instructions for use section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. No further information was provided. The manufacturer is closing the file on this event.